Event description:
A high readings issue with the adc device was reported. The customer received an unspecified high sensor scan result when compared to an unspecified reading obtained on a competitor brand meter. The customer experienced weakness, fatigue, and a loss of consciousness and was unable to self-treat, requiring treatment of ¿water and salt¿ provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and blood-based liquid contamination was observed on pcba (printed circuit board assembly) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the blood-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received an unspecified high sensor scan result when compared to an unspecified reading obtained on a competitor brand meter. The customer experienced weakness, fatigue, and a loss of consciousness and was unable to self-treat, requiring treatment of ¿water and salt¿ provided by third-party. There was no report of death or permanent impairment associated with this event.